Event description:
Customer states something was getting hot; sending in whole system for evaluation. No other information was available from the user as to how quickly and how hot the device became. No information of injury from user facility.